Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet with dexcom g7 despite bedtime snacks, and the user perceived the correction algorithm to be aggressive; the user confirmed sensor accuracy with fingerstick checks and was advised to consider a factory reset or to consult with clinical support before proceeding. Symptoms included low blood glucose to a nadir of 40 mg/dl without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included self-treatment with oral carbohydrates (orange juice and soda), no need for assistance, no medical intervention, and no hospitalization. Investigation included a customer interview, review of use conditions, and recommendation for device troubleshooting including a potential factory reset. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.